Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that ketamine was infusing at 5mcg/kg/hr (17.1ml/hr). A third bag was started at 4:36am and the infusion completed at 8:04pm. A fourth bag was started at 8:04pm. During rounds at an unspecified time the nurse noted that the bag was emptying faster than 17.1ml/hour. The infusion pump was changed and the user "taped pump so that pt wont be able to open." The patient was asymptomatic and vital signs were stable.

Manufacturer narrative:
Add'l info: the customer¿s report of the device infusing faster than programmed was not confirmed. Physical inspection showed no related anomalies. Analysis of the pump module event log shows the module was programmed to infuse at 17ml/hr with a vtbi of 500ml at 8:06 pm on (B)(6) 2015. The device infused at this rate until 5:03 am on (B)(6) 2015 when the device was channeled off. During this time the module was paused and restarted 6 times and alarmed twice for fluid side occlusion. The event log could not determine the starting volume of the fluid container. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the reported event was not identified.